Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture". This record will represent the left side. Device remains implanted.

Manufacturer narrative:
E1. Zip code continued: (B)(6).

Event description:
Healthcare professional reported "rupture". Later, healthcare professional reported no complaint against the device. This record is for the left side. Device was explanted.